Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by customer, ¿a case of a foreign body being discovered within a patient following an interventional procedure last year, the device used was a 5f exoseal vascular closure device (vcd)¿. As per received analysis report ¿the foreign material was examined and found to consist of a piece of tubing. A small section was removed for analysis. The tubing was distorted so an average measurement was carried out. The approximate dimensions were 823¿m in diameter with a wall thickness of 157¿m. Ft-ir analysis was carried out to identify the material. The tubing was identified, by library matching, as a poly(tetrafluoroethylene), or ptfe, with a correlation value of 0.96¿. There was no reported patient injury.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported by customer, ¿a case of a foreign body being discovered within a patient following an interventional procedure last year, the device used was a 5f exoseal vascular closure device (vcd)¿. As per received analysis report ¿the foreign material was examined and found to consist of a piece of tubing. A small section was removed for analysis. The tubing was distorted so an average measurement was carried out. The approximate dimensions were 823m in diameter with a wall thickness of 157m. Ft-ir analysis was carried out to identify the material. The tubing was identified, by library matching, as a polytetrafluoroethylene, or ptfe, with a correlation value of 0.96¿. There was no reported patient injury. The product was not returned for analysis. Product history review could not be performed since complaint lot is unknown. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way. Furthermore, there is no polytetrafluoroethylene, or ptfe, located on the 5f exoseal vascular closure device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.